Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms case. It was reported that the initial procedure was performed in 2005. The target lesion was the posterior lateral cx. Percutaneous coronary intervention was performed and the 2.25 x 23 mm pixel stent was implanted without any complications. Coronary angiography was performed in 2006. In-stent restenosis was observed, and another company's stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. As listed in the instructions for use, restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. No device issues during the procedure were reported. The root cause of the restenosis is unknown, but there is no indication of a quality issue.